Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that about a month ago had a sudden "weird" experience where she was having like a shocking making her legs shake. It was further stated that the patient called the managing hcp and were told if it wasn't persistent not to worry about it. However this morning((B)(6) 2018), patient turned around and it started shocking her down the sciatic nerve/leg and brought her to the ground with pain. Patient then turned stimulation off and dropped all settings down to zero but the shocking/pulsating sensation did not stop. It was confirmed that the therapy was off, lowered down to 0.0v and patient stated that they had surgery and had the device turned off during surgery. Patient had x-rays taken to check the leads and the images showed the system is still hooked up correctly and in the correct place. However the patient is sporadically getting shocked from lower back down the leg and looked like she is getting" tazed" and it burning patient leg and stuff. Patient has an appointment to be seen by their managing physician on (B)(6) 2018. No further complications were noted or anticipated.

Event description:
Additional information was received from the consumer. It was reported by the spouse of the patient that approximately five months ago, the patient had a manufacturer device surgically implanted. A manufacturer representative was present at the surgery. Prior to the surgery the rep spoke with the patient about the procedure and how they would be in the room during the surgery for advisement to the health care physician (hcp). The surgery went well and the patient went home, however after the surgery the patient¿s scars weren¿t healing as planned. When the patient then called the rep they were told it was normal for them to take awhile to heal. The spouse noted the device was implanted in the patient¿s right buttock, almost in the center. The leads for the unit were placed at the lower portion of the patient¿s spine, (the spouse stated they knew this per the hcp, verbal statements from the rep and x-rays taken prior to them being re-located) the spouse continued after the scars healed, the patient had sporadic tingling sensation in their right foot and leg; however the unit had been doing its job with helping the patient void their bladder normally so the patient was willing to deal with the sensations. The spouse then reported that approximately four months later, the patient had been walking across the living room floor and they screamed out in pain and fell to the floor. The spouse noted they ran to see what was wrong and the patient stated they were being shocked down their right leg and it hurt more than child labor. The spouse reported they asked the patient what the patient thought was wrong and the stated their interstim had been doing it. The spouse then stated they asked the patient how they could tell and the patient replied that it was the same pulsing sensation they could feel sometimes when the device was sending its pulses through the leads; however the patient reported it was 100 times stronger and it felt like it (the ins) was stimulating the patient¿s sciatic nerve directly. The spouse reported that they immediately carried the patient to the car and took the patient to the emergency room. The spouse then reported while they were on the way there, the shocking continued non-stop. The patient attempted to use their programmer to turn the implant off, setting all settings to zero and turning it off however the shocking continued. The spouse reported when they got to the emergency room (ER) the doctor took an x-ray to see if a lead had come loose and the doctor said everything seemed to be in place. The spouse then contacted the rep via e-mail and the rep called the spouse back the spouse reported they told the rep what was happening and the rep stated there was no way the device could be malfunctioning because there were so many fail safes. The spouse then told the rep if it was man-made, it could malfunction and then asked how to fix it. The rep reported they would set up a time to speak with the patient about it and to just turn it off. The spouse then told the rep it was off but that it just kept randomly shocking the patient. The rep then told the spouse that it couldn¿t be the device shocking the patient because it was not capable of doing that when it was off. The patient felt differently and because it was shocking them and causing them to cry uncontrollably and would not stop. The spouse reported the shocking went on for approximately an hour before it began to subside. The spouse then reported they called a manufacturer representative 1-800 line and the rep advised they should make sure all of the numbers were set to zero in the patient controller device and then they should turn the device on and back off as fast as they could to make sure the device cleared itself. The spouse reported they set everything to zero and as soon as they powered up the unit, the spouse reported it began shocking the patient again at a high intensity, which caused the patient to cry and writhe in pain. The spouse reported they turned it off as fast as they could but the shocking continued for approximately 30 more minutes. The ER doctor had been able to call the managing hcp to get the spouse and the patient in for an emergency appointment so the spouse and the patient went to see the hcp however the hcp stated there was nothing they could do as it was a manufacturer company device and a manufacturer representative (rep) needed to be present to troubleshoot the device. The hcp stated they only surgically implanted the device where the rep said to do it as the rep was there in the surgery room to advise them. The spouse then reported they called the manufacturer company to ask what they should do next as the patient ¿now¿ had a device in them that wasn¿t even able to be powered on and their bladder problems were going to be worse again. The spouse reported they spoke with a manufacturer employee who told them of all the hcps in their area so they could see about getting the device removed. The following day, the patient set up an appointment with a new hcp. The new hcp coordinated with the rep to have the rep consult with the patient about a plan forward. The husband came to the appointment with the rep and the new hcp. The spouse reported the rep kept telling the patient how the device couldn¿t be at fault and it could be another medical condition that was causing the patient¿s pain and discomfort, but the patient knew what was to blame. The spouse also told the rep that it was apparent the device had malfunctioned. The patient told the rep that the site of the implant in their buttock hurt constantly when they sat down and the site of the lead implant on their spine hurt constantly. The rep told the patient that would go away and that it was normal. The spouse reported the final decision was to have the leads and/or the unit replaced via surgery with the new hcp at a future date. The spouse noted they were unable to be at the surgery but the patient¿s family member was there. During pre-surgery, the hcp spoke with the patient and introduced a new rep. The patient said that the new rep wanted to remove everything that had been previously implanted and put new hardware in. The new rep also told the patient that the device and the lead should never have been placed where they were, due to the patient¿s young age and active lifestyle. The leads were then moved up on the patient¿s spine and the device was placed on the right side of the lower back. The spouse reported that since the surgery, the patient has healed perfectly and the device has performed flawlessly. The spouse then reported as a result of the initial surgery and removal, the patient had back pain at the site where the original leads had been placed on their spine. It was also noted the patient had a large scar (approximately 4 inches wide) on their right buttock that was painful and not aesthetically pleasing. The spouse also reported that the removal of the unit and leads also caused the patient to undergo another surgery where the patient was ¿put under,¿ causing added stress to the patient¿s already ailing body. The spouse re-iterated the patient had pain and suffering caused by the shocking from the unit and during the relocation of the implant sites, which the old hcp had stated was due to the old rep¿s advice. The spouse noted that the hcp told them the device had been destroyed following the surgery because it had not been requested to be kept for anything. The spouse also reported that the patient had been a nursing student in their second year and the timing of the shocking event and subsequent surgery caused the patient to miss a substantial amount of classwork, which the patient was unable to catch up on prior to deadlines. The patient has since had to change their major, causing long-lasting lifestyle changing impact. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), lot# va1py3n, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Date is approximate with year validity. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that during sexual intercourse, their interstim started vibrating very strong and their husband was able to feel it. The patient stated that ever since they have had sever lower abdominal pain and they keep having jolts of painful stimulation in their vagina. They noted a few times it had caused them to double over. The reported they have turned their interstim down but they were wondering what else they should do. They noted they hadn¿t contacted their manufacturer representative (rep) since having their permanent implant placed so they didn¿t know what they were supposed to do. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member. It was reported that the patient's initial stimulator was installed incorrectly in the spine/implant site and was malfunctioning. The stimulator was replaced in october. They clarified that the reason they knew it was malfunctioning was because the patient was being shocked 2 weeks before the stimulator was replaced.